Event description:
Procedure: lap gastric bypass. Reportedly, the patient had a bmi around 45 and the tissue was generally healthy. During the procedure, while forming the gastric pouch the device was fired, but the staples were not formed properly. The surgeon then resected the previous staple lines and there was no observed issues. Leak test on gastric jejunostomy was okay.